Event description:
Philips rec'd a report that the site states that when using autospect pro with "general change ac" preferences, in ac map page, when selecting "individually frame by frame" button and after saving two transverse datasets (ac data and no ac data)they found that the anterior part was not corrected which could lead to misinterperation of brain images.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. A field svc engineer evaluated the sys and confirmed the reported event. Engineering investigation determined that a software defect is the cause of the reported event. When "individual" is used for roi finding, the roi passed are not taking into account starting reconstruction slice number. Therefore when startting slice is not 1, the results are incorrect. If starting slice is 1, the resulsts are correct. The customer was provided with three ways of working to achieve their desired results. (B)(4).